Manufacturer narrative:
The reported event was inconclusive. No sample was returned for evaluation. A potential root cause for this failure could be "sensor wire too weak". It was unknown whether the device had met specifications. The product was used for diagnostic and treatment purposes. It was unknown whether the product had caused the reported failure. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: the product catalog number and the lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the device was not returned.

Event description:
It was reported that the esophageal temperature probe was reading almost 1 degree colder than the manual axillary temperature that they took for secondary verification. Baby had been in normothermia phase for hours. Mis confirmed that the axillary temperature was at 36.4c, esophageal probe registers 35.5c on the device. Nurse could not slave the esophageal probe to the monitor. Second verification temperature, manual rectal, also at 36.4c. Nurse would replace the esophageal temperature probe and use it if it correlates with manual core temperature. If it did not have nurse would use rectal probe for outlet monitor temperature (t1).

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the esophageal temperature probe was reading almost 1 degree colder than the manual axillary temperature that they took for secondary verification. Baby had been in normothermia phase for hours. Mis confirmed that the axillary temperature was at 36.4c, esophageal probe registers 35.5c on the device. Nurse could not slave the esophageal probe to the monitor. Second verification temperature, manual rectal, also at 36.4c. Nurse would replace the esophageal temperature probe and use it if it correlates with manual core temperature. If it did not have nurse would use rectal probe for outlet monitor temperature (t1).